Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 800 mg/dl. The cause of the high bg was not reported. Fluids were consumed, a correction injection and a bolus via the pump were used to address the high bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer's ketone level was considered as dangerous by a healthcare provider (hcp). The customer was treated with intravenous insulin and fluids. The bg level decreased to 180 mg/dl and the ketone level was reduced to a small trace. The hcp considered this level as dangerous. The hcp stated that the bg may not have been resolved quick enough to avoid the customer from entering dka. Although requested, the discharge date was not provided and the customer declined to provide further information.